Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a constant audible tone before and after a battery change. The customer indicated that she is calling back after having the battery out of the device for 2 hours and the tone did not go away. The customer's blood glucose reading was 196 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display and a constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing or verify the frozen display due to the blank display. The pump was received with moisture damage on the motor, vibrator, keypad and battery tube assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.